Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out-of-range right ventricular (rv) lead pacing impedance measurement of 2,034 ohms. The rv threshold and impedance measurement has had a steady increase from 917 ohms since (B)(6) 2025. The rv threshold is currently greater than 3.0v (volts) with output set to 2.5v. It was noted intermittent undersensing of r waves and rv loss of capture (loc) was observed. Technical services (ts) was consulted and provided troubleshooting suggestions and recommended the patient to be evaluated in-clinic as soon as possible for further evaluation. At this time, the device and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This device remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that there was no problem detected based on the lack of objective evidence the device did not perform as intended. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. Based on a thorough review of the reported complaint, the conclusion code of no problem detected was assigned, because the product record reviews did not identify a product quality issue or new patient harm and the primary reported observation is addressed in product labeling.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out-of-range right ventricular (rv) lead pacing impedance measurement of 2,034 ohms. The rv threshold and impedance measurement has had a steady increase from 917 ohms since (B)(6) 2025. The rv threshold is currently greater than 3.0v (volts) with output set to 2.5v. It was noted intermittent undersensing of r waves and rv loss of capture (loc) was observed. Technical services (ts) was consulted and provided troubleshooting suggestions and recommended the patient to be evaluated in-clinic as soon as possible for further evaluation. At this time, the device and rv lead remain in service. No adverse patient effects were reported. Received additional information the rv pacing impedance measurement continues to increase high out-of-range along with the rv threshold measurement. A lead anomaly is suspected, and ts was consulted for guidance. No additional information has been received at this time. The device and rv lead remain in service. No adverse patient effects were reported. Received additional information from technical services (ts) advising the recently stored events confirm the electrogram (egm) channels are clean and artefact free with appropriate sensing. Ts provided lead troubleshooting and recommendations if the threshold continues to rise along with the impedance measurement continuing to be greater than 3,000 ohms. At this time, the device and rv lead remain in service. No adverse patient effects were reported. Received additional information the impedance trend shows unipolar configuration impedance has been gradually increasing following the polarity switch. It was also noted the right ventricular automatic threshold (rvat) detected as greater than programmed amplitude or suspended. Technical services (ts) recommended an in-office lead assessment. At this time, the device and rv lead remain in service. No adverse patient effects were reported.